Manufacturer narrative:
(B)(4). Eval summary - the analysis instrument found that it was returned with a piece of foreign matter inside the clip track, the cartridge cover was noted to be broken and cracked and the handles were found to be cracked. The instrument was cycled and would not fed the clips. The instrument was disassembled and the lockout spring was found to be out of position, the feedbar was found to be disengaged from the feedbar driver therefore causing the feeding issue. Upon further inspection the foreign matter was determined to be the tip of a pencil. No conclusion could be reached as to what may have caused the found damage. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that the clips were not advancing during a liver resection procedure. Completed with the same like product. There was no patient consequence.